Event description:
It was reported that the patient had a revision of the accolade tmzf stem, liner and head due to stem subsidence and instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.